Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, completely broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked reservoir tube window, cracked case reservoir tube window corner, cracked battery tube threads and stained address/serial number label. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip noted.

Event description:
The customer reported via phone call that the reservoir compartment was broken. The customer¿s blood glucose level was 237 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.